Event description:
According to the customer there is a relatively large difference in electrolyte results for na, k and cl from the abl analyzer compared to a cobas analyzer without error messages on the abl. The problem is seen in the 95 ul mode. Two incidents have been described in this case. First is (B)(6) 2013 - abl na: 129, cobas na: 141, abl k: 4, 7, cobas k: 5, 06. Second is (B)(6) 2013 - abl na: 117, cobas na: 131, abl k: 3,6, cobas k: 4,7, abl cl: 104, cobas cl: 94. Abl reference ranges - na: 137-145 mmol/l, k: 3, 6-4, 6 mmol/l, cl: 97-109 mmol/l. No maltreatment has been reported related to these cases.

Manufacturer narrative:
Data logs from the analyzer have been received and will be investigated. The results indicate that the problem could be related to the reference system. The reference membrane has been changed and information if the problem has been seen after the change has been requested.